Event description:
On 20-mar-2026 the patient reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 300 mg/dl prior to hospitalization. The user was transported to the hospital where the user was diagnosed in diabetic ketoacidosis and treated with insulin therapy and remains hospitalized. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.